Event description:
It was reported that the patient presented in clinic post-procedure. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture and failure to sense. The lead was explanted and replaced. The patient was in stable condition.